Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button errors frequently. It was stated that the insulin pump had failed battery test, it was rejecting cheaper brand new batteries, it sometimes has to rewind more than once per reservoir change. It was stated that rewind was slower than in the past, the escape button will not work if he was sweating or there was any moisture around and has caused issues with therapy, sometimes buttons will stick down when pressed. It was stated that there was typical wear and tear on the insulin pump casing, scratches on the screen that does not effect readability, random no delivery alarms but believes it was from bad sets. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.